Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz hlm system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, the power supply was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an essenz hlm system did not turn on and the operating room electrical protections tripped. The issue occurred when the machine was in service. There was no patient injury.

Manufacturer narrative:
H11: the defective unit has been requested back to manufacturer for further analysis and was never provided. Complaints database analysis revealed no similar event since unit installation in 2023 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the available collected information, the root cause of the reported event was a faulty power supply, most likely due to an internal electrical/electronic defective component. However, considering that part never returned, the exact root cause of the reported issue cannot be narrowed down more specifically.